Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump would not connect to the transmitter. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent was assisted with connecting the transmitter to the insulin pump. Customer's parent also reported that the insulin pump had several power error alarms but it was not in the alarm history. The customer¿s parent was advised that the insulin pump is being replaced and is expected to return for analysis.